Manufacturer narrative:
Results: from the appearance of the device, the prod specialist concluded that it is probable that excessive force was applied. Method: only the neck flange of the trach tube was returned for eval.

Event description:
While turning the pt the pt coughed and the tube became dislodged. Another tube was inserted upon examining the tube that came out, a split was found in the trach holder.